Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error 38 alarm on the insulin pump. Customer's blood glucose at the time was 7.2 mmol/l. Customer was doing an infusion set change prior to encountering the issue on the pump. Customer had pump error 35, 37-39, 41-43, 79-80, 82, and 130. Customer was assisted in clearing the alarm. Customer was not able to rewind the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.